Event description:
Coiling treatment was conducted of a vessel. Upon advancement of the coil, resistance was encountered. During withdrawal, the coil prematurely detached. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: it was reported that the device involved in the event will not be returned for eval as it was discarded. (B)(4).